Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the 60 in ultra minibore extension set experienced defective/damaged tubing. The following information was provided by the initial reporter: material no.: me2017. Batch no.: unknown. Med line tubing cracked at the hub when attaching syringe.